Event description:
It was reported that an asymptomatic patient presented with stored episodes of non-sustained rv lead oversensing. The oversensed signal appeared to be myopotential. Reproducing oversensing with deep breathing and coughing was suggested. Programming changes were recommended. Recommended programming changes were made. The patient was stable.

Event description:
New information received indicates that programming changes resolved the issue. Physician should consider dft testing. The patient will continue to be followed.

Manufacturer narrative:
The initial reporter is a nurse, not a physician.

Event description:
Monitoring for sensing issues was also suggested.

Event description:
Correction: new information received indicates that a patient presented in-clinic for a routine follow-up. New episodes of rv oversensing were noted. Programming changes were made and eliminated the issue. Dft and further actions will be discusses with the physician. The patient will continue to be monitored.